Event description:
The initial reporter received questionable crep2 (creatinine), calcium, and glucose results from six patient samples tested on the cobas 8000 c702 module. On (B)(6) 2024: patient a: the initial crep2 result was 281 mol/l. The repeat result was 60 mol/l. Patient b: the initial crep2 result was 362 mol/l. The repeat result was 60 mol/l. Patient c: the initial crep2 result was 281 mol/l. The repeat result was 60 mol/l. The reporter stated they also received abnormal aspiration and sample clot detection alarms. On (B)(6) 2024: patient d: the initial calcium result was 1.30 mmol/l. The repeat result was 2.44 mmol/l. Patient e: the initial glucose result was 41.2 mmol/l. The repeat result was 4.7 mmol/l. Patient f: the initial glucose result was 27.3 mmol/l. The repeat result was 9.2 mmol/l.

Manufacturer narrative:
The crep2 reagent lot number is 78322101 with an expiration date of 31-dec-2024. The glucose and calcium reagent lot numbers and their expiration dates were requested but not provided. The investigation excluded reagent issues as there were no further cases reported and correct reruns were performed with the same reagent. The field service engineer inspected the module and changed the tubing of the cell wash station. The investigation is ongoing.

Manufacturer narrative:
In the initial MDR, the third line of h11 additional narrative should have been: "the investigation excluded reagent issues as the calibration and qc were within specifications." Instead of: "the investigation excluded reagent issues as there were no further cases reported and correct reruns were performed with the same reagent." The investigation noted that the module had multiple abnormal aspiration and sample clot-detected alarms. After service, no further issues were reported by the customer. The investigation determined the event was also consistent with a preanalytical issue at the customer's site (multiple abnormal aspiration and sample clot-detected alarms). The investigation determined the service actions resolved the issue.